Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or a week later and removed the entire inspire system. Intraoperative IV antibiotics were administered during the procedure.